Event description:
It was reported by the surgeon that at the end of anterior cruciate ligament reconstruction surgery, the surgeon was trying to fix the tendons transplanted in order to replace the action of the broken cruciate ligament. It was not possible fix the ligament, as the thread of the screw was compacted.

Manufacturer narrative:
Delay by 4 days in sending report due to administrative oversight. Based on the info available, possible suspected root cause (s): failure to tap/ use dilator. Use of damaged or bent driver. Graft/screw/ tunnel not appropriately size. Insertion over bent guidewire.